Event description:
This console was not on a pt. Customer reported that during routine console checkout, the primary air tank high pressure switch assembly was leaking air. The primary air tank high pressure switch assembly was leaking air. The primary air tank high pressure switch assembly was replaced by the hospital biomedical engineer, and the css console successfully passed the console test validation protocol. This alleged failure mode did not pose a risk to a pt because the css console was not supporting a pt at the time the issue was observed. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the on-board backup air supply system was not affected. The console also has a redundant means of supplying air by connecting to hospital wall air. The primary air tank high pressure switch assembly that was removed from the css console has been returned to syncardia for eval, and the results of the investigation will be reported in a supplemental MDR.